Event description:
It was reported that during a stent placement procedure, after half of the stent release, the stent allegedly went forward at a rapid speed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent was completely deployed and not returned as it was reported to have been placed on the patient and the inner catheter was protruding the tip. The trigger mechanism was activated and the slider moved proximally and the delivery system seemed to have functioned normally during deployment of the stent. It is impossible to assess the reported stent malposition based on the returned sample which leads to inconclusive results. It was reported that a 5f introducer/0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified and there was no pre-dilation. Based on the available information and evaluation of the returned sample, the investigation is closed with inconclusive results for malposition. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use contains a table describing the relationship between unconstrained stent diameter and reference lumen vessel diameter. With regards to stent placement precautions, the instructions for use states "the stent experiences minimal length changes during deployment. To maximize stent placement accuracy, slowly and deliberately deploy the distal portion of the stent until you have visual confirmation of wall apposition before steadily deploying the remaining length of the stent". Regarding accessories the instructions for use state: 'the bard s.a.f.e. 6f delivery system requires a minimum 6f introducer sheath. Insert a 0.035 inch (0.89 mm) guidewire'. Regarding potential complications, the instructions for use states "stent malposition (failure to deliver the stent to the intended site)" may occur. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, after half of the stent release, the stent allegedly went forward at a rapid speed. The procedure was completed using another device. There was no reported patient injury.